Event description:
It was reported to philips that alarms are occurring even when changing the limits of the set range. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The customer contacted the customer care solution center (ccsc). The customer requested that a philips sales person was dispatched to the customer site. The reported issue was confirmed and traced to that customer didn¿t know how to change profiles through adult to pediatric. There was no malfunction of device. The device remains at customer site. No further evaluation is required at this time, and no subsequent calls have been logged for this device/issue. As there is minimal health risk associated with this event, no further investigation or action is warranted at this time. No customer communication was requested and/or warranted. H3 other text : customer requested information only.

Event description:
It was reported to philips that alarm even changing the limits of the set range. Patient involvement and outcome was unknown.